Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via web self-service that a skin reaction occurred that extended beyond the patch perimeter. The wearable was inserted into the arm on 02/12/2025. The site was prepped with alcohol prior to insertion. On (B)(6) 2025, the patient developed rash an redness that encompassed the entirety of the patient's body. The patient stated they removed the sensor and the rash cleared by the next day. It was reported that a doctor prescribed medication for the rash but the patient stated they might not need it. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.